Manufacturer narrative:
Eval summary: the analysis results confirmed that the cs14c device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have a hot spot. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a thyroidectomy, the active blade portion of the tip fell off the device. The tip was removed from the pt and the propcedure was completed with a like device.